Event description:
The customer's husband stated that the customer is pregnant and was hospitalized for high blood glucose levels. The husband did not have the insulin pump with him at the time of the call. Unable to perform any troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.